Manufacturer narrative:
Follow-up report submitted to make correction to date of event.

Event description:
Patient reported experiencing irritation after use of a lens and visited the medical dept at her school. She was then advised to go see any eye doctor. The ophthalmologist office confirmed patient was seen for complaints of pain and photophobia. The patient was diagnosed with a central corneal ulcer in her right eye, the ulcer was not infectious. Patient was treated with besivance and instructed no lens wear. Patient returned for a follow-up visit 4 days later and stated her eye was feeling better. Visual acuity was 20/20. She was advised to continue treatment for 3 more days and no lens wear for a few weeks after treatment. The ophthalmologist does not feel the event is due to the lens and states the patient over wears her lenses and sleeps in them for over 30 days.

Manufacturer narrative:
Device discarded by patient. A review of the lot device history records show that all requirements were met. Doctor related condition to over wearing of lenses and sleeping in them for over 30 days. Based on all information, no casual factors can be determined and no conclusion can be drawn.